Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting patient in the ck1, ck2, and ck4 with 2 ml of juvéderm® voluma¿ xc. Three months later, the patient was injected in the c6 and c2 with 2 ml of juvéderm® voluma¿ xc and in the jw4 and jw5 with 1 ml of juvéderm® volux¿ xc. Four months later, the patient experienced ¿lumps¿ in the jawline area. The patient was treated that day with 150 iu/ml of hyaluronidase. During follow-up a month later, the lumps had disappeared but there was a recurrence in the last few days, along with ¿mild tenderness." The patient had an ¿atopic dermatitis flare up¿ that started almost at the same time the lumps recurred, where the ¿rash is pruritic.¿ there is ¿mild erythema and tenderness on palpation¿ of the chin area and ¿2 lumps¿ on each side of the chin that are ¿tender to touch.¿ the healthcare professional suspects ¿inflammatory nodules vs hypersensitivity reactions.¿ event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00474 (abbvie complaint #pr (B)(4). ), MDR ID# 3005113652-2023-00476 (abbvie complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.